Manufacturer narrative:
Final report for complaint case #: (B)(4). Device received and tested on site the device doesn't have any visible damage. Device submitted to stress test with power supply. It was not possible to replicate the test, no shock felt in the cable or camera module. Device is dead, does not connect with the computer or has any response. Risk review: the current risk file (B)(4) - 1076 otocam 300 - risk analysis hazard ID 3.2 identifies this issue harm - electric shock - third degree burn, cardiac arrest, irregular heart rhythm or potential fatalities. Cause- power surge from electrical source. Excessive voltage. Severity- marginal (11). Risk level- minor (11).

Event description:
The location has an intermittent otocam. Last week, there was a time when the otocam stopped working and displayed only a black screen until the next day. Today, the otocam was black again and also gave a static shock to a member. No reports of injury to user or patient more information requested from customer

Manufacturer narrative:
Initial complaint for case (B)(4). More information requested from complainant. Device requested for return. No report of user harm. Risk review: the current risk file (B)(4) rev. 10 - 1076 otocam 300 - risk analysis hazard ID 3.2 identifies this issue. Harm - electric shock - third degree burn, cardiac arrest, irregular heart rhythm or potential fatalities. Cause- power surge from electrical source. Excessive voltage: severity- marginal (11) & risk level- minor (11).

Event description:
The location has an intermittent otocam. Last week, there was a time when the otocam stopped working and displayed only a black screen until the next day. Today, the otocam was black again and also gave a static shock to a member. No reports of injury to user or patient. More information requested from customer.